Event description:
It was reported that during the procedure, a non-abbott inflation device was used for pre-dilatation without issue. The 2.5x23mm xience alpine stent delivery system (sds) was advanced to the heavily calcified, moderately tortuous, 99% stenosed lesion in the mid left anterior descending coronary artery. The xience alpine sds was pressurized by increasing the pressure in small increments; however, the sds balloon was not confirmed to be inflating on angiography. After the pressure indicator reached 8 atms, blood was seen entering the non-abbott inflation device, but the sds balloon was still not confirmed to be inflating on angiography. A balloon rupture was suspected. Negative pressure was pulled and the sds was removed out of the anatomy. The xience alpine stent was not on the sds after removal from the anatomy. Ivus was performed and the xience alpine stent was seen in the target lesion. The deployed xience alpine stent was not fully apposed to the vessel wall; therefore, post-dilatation was performed with a non-abbott balloon catheter, using the same non-abbott inflation device. No adverse patient effects were reported. No significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; inflation device: sheenman blue diamond; guide catheter: mach 1. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture was confirmed. The difficulty deploying the stent could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on visual and functional inspection of the returned device and the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.